Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during a rsa revision glenosphere removal the physician noticed that the glenosphere did not disassociate when he attempted to unthread the instrument. When it came out the inner piece was bent at approximately a 45 degree angle. He corrected it with the ratcheting clamp from the extraction set. He then asked if we had another device, after which he tried using the mwb216 and mwd148 combination. The glenosphere disassociated, but after the procedure those two pieces were stuck together and the mwj130 inner portion was no longer tracking properly. No delays, or complications resulted from the instruments becoming damaged. However, they did needed to be replaced.

Event description:
It was reported that during a rsa revision glenosphere removal the physician noticed that the glenosphere did not disassociate when he attempted to unthread the instrument. When it came out the inner piece was bent at approximately a 45 degree angle. He corrected it with the ratcheting clamp from the extraction set. He then asked if we had another device, after which he tried using the mwb216 and mwd148 combination. The glenosphere disassociated, but after the procedure those two pieces were stuck together and the mwj130 inner portion was no longer tracking properly. No delays, or complications resulted from the instruments becoming damaged. However, they did needed to be replaced.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device not returned.